Event description:
Pt hospitalized for not enough fluid being removed during routine hemodialysis treatments; operator self-reported treatment uf volume goals were incorrectly entered for 2-3 treatments. Pt received hemodialysis treatments in the hospital. No other medical intervention reported.

Manufacturer narrative:
Testing performed on the returned cycler indicated that the performance was well within the allowable fluid balance accuracy specification. Clinical staff reported that operator incorrectly entered uf goal; re-training provided and operator continues to perform hemodialysis treatments. Nxstage medical considers this report closed. No additional info will be provided.